Manufacturer narrative:
Device analysis. The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was reported that during a coronary stenting treatment procedure, stent embolization occurred. The lesion was located in the saphenous vein graft (svg) with a stenosis of greater than 50%. The physician advanced the 3.50x16mm taxus express2 stent to the svg, but was unable to cross the lesion. The stent was removed undeployed. A 3.0x12mm quantum balloon was advanced to the svg and inflated at 12 atms for 13 seconds, 16 atms for 13 seconds, and 16 atms for 12 seconds. The balloon was removed and the 3.50x16mm taxus stent was re-advanced to the svg. The physician was unable to cross the lesion, and removed the taxus stent catheter and noted that the stent remained in the svg undeployed. The stent had dislodged in a previously placed stent of unk size and type in the svg. A snare catheter was advanced to the svg to retrieve the stent, but the physician was unable to snare the stent. A 3.0x12mm quantum balloon was advanced to the svg to crush the stent inside the previously placed stent. The balloon was inflated at 12 atms for 14 seconds, 12 atms for 9 seconds, 20 atms for 14 seconds, 16 atms for 7 seconds, and 20 atms for 14 seconds. The physician then removed the balloon and advanced and successfully deployed a 3.50x20mm taxus express2 drug eluting stent in the svg. Then, a 3.50x12mm taxus express2 drug eltuing stent was successfully deployed in the right coronary artery (rca). The procedure was completed without further complications. The patient condition is listed as good. Medications used during the procedure included solu-medrol, benadryl, aspirin, mucomyst, versed, fentanyl, and plavix.